Event description:
The end user alleges while operating the motorized wheelchair he unintentionally pushed the controller forward causing the unit to go into the street where he was struck by a motor vehicle. Allegedly, as a result of the incident the client was hospitalized.

Manufacturer narrative:
Hoveround has not been given access to evaluate the power wheelchair, however, based upon the end user and police reports no malfunction of motorized wheelchair is suspected. According to the end user's verbal report of the incident, he unintentionally pushed the joystick controller forward causing the unit to go into the street. According to the police report the end user failed to enter the roadway in his power wheelchair within a crosswalk and without yielding to the vehicles in the roadway, in violation of (B)(6). The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules. Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts. Cross the road by the most direct route."